Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), only a copy of the operative report was received. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 72.77 months. Through the operative report, it was learned that the device was explanted due to severe aortic stenosis. Pannus growth on all three leaflets was also observed.